Event description:
It was reported that the arctic sun device did not cool properly and temperature stayed at one point. Per follow up information received via ibc on 03jan2021, the system was checked by our service partner medtech. The issue was resolved by the wrong treatment strategy was applied. They switched to another system when the error occurred. It had no effect on the patient. It was a male patient around 50 years of age and there was patient involvement.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not isolated as the reported issue was not duplicated. The device was evaluated and a functional evaluation and extended run test were ran and the device worked properly. The reported issue was not duplicated. No repairs were made. A functional evaluation and extended run test were ran and the device worked properly. A DHR review not required bmd investigation indicates that the reported issue was unconfirmed and not a manufacturing or supplier related failure. Labeling/packaging review is not required as the reported event is unconfirmed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device did not cool properly and the temperature stayed at one point.